Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the circular mapping lead (mapping catheter achieve 20mm) was found broken when removed from the packaging cardboard and could not be used. The circular mapping lead was replaced with a new one, which was intact and usable. The cardiac procedure was completed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 990063-020 achieve mapping catheter with lot 230496251 was returned and analyzed. Achieve mapping catheter was visually inspected, and functionally tested. A broken shaft was observed, and an electrode wire was broken in the shaft segment. The reported "tip /loop damage" issue was not observed/confirmed with the returned mapping catheter. Visual inspection of the shaft segment area showed the shaft was broken approximately four inches from the lemo connector. Inspection also identified a broken wire(s) at the broken shaft area. Visual inspection of the introducer showed the introducer was broken at the proximal end. The functional test was performed using a multimeter. The mapping catheter was connected to the test cable. The continuity and impedance measurement between electrodes and the other side of the cable showed the ECG electrode 4 to pin 4 was an open circuit. The remaining the channels were normal. In conclusion, the reported "tip /loop damage" issue was not observed/confirmed. The mapping catheter failed the returned product inspection due to a broken shaft and a broken electrode wire in the shaft segment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.